Manufacturer narrative:
The actual device used in this incident is unknown. However, the customer returned samples from the following potential lot numbers: lot 2355422 - expiration date: 12/31/2017, manufacture date: 12/20/2012. Lot 5048489 - expiration date: 02/29/2020, manufacture date: 02/17/2015. Device evaluation: result - two unopened samples were returned for evaluation, one from lot 2355422 and one from lot 5048489. The returned samples were visually inspected. A cut was observed on the top web of the return samples. The sterility barrier of the returned samples could have possibly been compromised due to the cut. A process review was conducted and there is no process that could have resulted in the cut on the top web location. In addition, there is an inspection carried out after the packaging process and sharp objects are not used. Therefore, this nonconformance could have occurred out of the manufacturing facility. A review of the device history record was carried out and no abnormalities were found in the manufacture of the reported potential lot numbers. The sterility records were reviewed and no abnormality was observed. The preventive maintenance, calibration and equipment history records were reviewed and no abnormality was observed. Conclusion - an absolute root cause for this incident was not determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an open ulcerative wound to right cephalic at the site of catheter insertion. The site was cultured and was positive for enterococcus. The wound was treated with "clip/clean" and daily bandage changes. The patient responded to administration of clavamox. The customer is unsure if the patient is reacting to the catheter material.